Event description:
Rn was called to room to re-secure ng tube. After tube was secured, patient's mother was about to zip up the baby's sleepsack. At this time, the mother noticed blood on the inside of the sleepsack near the foot. Upon inspection, this rn noticed the PICC site bleeding with the end of the PICC line, including the cap and tubing, laying on the bed. Md was notified immediately and pressure was applied to the site. A cardiac monitor was placed on the patient per md request. The md called the PICC nurse to inspect the site. The PICC line was intact outside the skin. The PICC rn pulled the PICC line and placed a new dressing on the site. Per rn: it actually had broken at the spot where the thick and thin part of the tubing were connected. There was no undue stress or pulling on the line.what was the original intended procedure?PICC line for tpn/lipids.device #1is this a laboratory device or laboratory test?no.